Event description:
It was reported that pump declared cartridge alarm 30 during pumping and issue persisted even after attempts to reload cartridge. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping address, and instructed customer to place pump in storage mode and return it using prepaid label within required timeframe.